Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused interstitial pulmonary fibrosis. The patient did not report received any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience a interstitial pulmonary fibrosis. There was no medical intervention required by the patient. The reported event of interstitial pulmonary fibrosis and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused interstitial pulmonary fibrosis. The patient did not receive any medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - an unknown contaminant on the flip doors for the sd card and module. An unknown dust contaminant was observed inside the blower box at the air inlet. An unknown dust contaminant was present on the front panel. An unknown contaminant was observed on the bottom enclosure. An unknown dust contaminant was observed on the top of the blower box and blower cap, on the bottom enclosure, the blower, blower seal, and in the blower box. Evidence of liquid ingress was observed on the blower. A keratin-like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed there is no evidence of sound abatement foam degradation/breakdown.